Event description:
Patient scheduled for laparoscopic roux-n-y gastric bypass. Harmonic scalpel cord (sterilization label 1# - 004), sn # (B)(4) connected to harmonic scalpel generator #6 (asset # 19659 sn #(B)(4)) by rn and attached to harmonic ace 7 laparoscopic shears ref# harh36, lot# w7011d, exp 4/30/2027 (shears a) by st prior to incision at 0936. Shears a were tested at 0940. Harmonic scalpel generator #6 alerted or team in display to "activate instrument for 2 seconds to run test" as surgeons and st made multiple attempts to activate device. Spd/instruments and case carts immediately contacted to replace the harmonic scalpel cord and disposable laparoscopic shears. A second set of harmonic ace 7 laparoscopic shears ref# harh36, lot# x95327, exp 04/30/2027 (shears b) were connected to harmonic scalpel generator #6. Shears b failed to activate after multiple attempts by the surgeons and st. Another harmonic scalpel generator #1 (asset # 19631 sn #(B)(4)) was obtained and attempts to utilize the harmonic scalpel cord and disposable shears failed. The surgeons requested a ligasure and esu cautery devices which were available in the operating room suite and immediately provided. A harmonic scalpel cord was delivered to operating room suite at 1004 by spd, and was not utilized by the surgeons. A delay of 10 minutes was calculated due to harmonic scalpel malfunction. Patient safety was maintained. FDA safety report ID# (B)(4).